Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil through the microcatheter, the physician experienced resistance and the ruby coil unintentionally detached within the microcatheter. The physician then used the pusher assembly of the ruby coil to push the detached ruby coil into the target location with resistance and noticed that the proximal end of the ruby coil was hanging out of the target location. The physician decided to use a snare device to retrieve the coil and the ruby coil fractured in the internal carotid pseudoaneurysm during the retrieval attempt. The physician was able to successfully retrieve the fractured ruby coil from the patient and no fragment was left in the patient. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed fractured pe fibers. If the pe fibers fracture, the embolization coil will detach. This type of damage typically occurs if the ruby coil is retracted against resistance. The root cause of resistance during the procedure could not be determined. The pusher assembly was not returned for evaluation. Therefore, based on the returned condition, the root cause of the detachment could not be determined. Further evaluation revealed offset coil winds. The offset coil winds likely occurred during snaring of the device. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.